Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation of the suture was not confirmed. The audible noise is related to case events and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was removed with the foot deployed and the needles deployed. It should be noted that the prostyle instructions for use (IFU) states: do not attempt to remove the device without closing the lever fully to its original position. In this case, the removal was an inadvertent action and the IFU violation did not contribute to the reported issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it appears that the device was possibly sub optimal (in subcutaneous tissue or with a foot in the access site). After the foot is deployed the device is pulled back against the vessel wall. With the device suboptimal and reverse pressure being applied to hold the foot against the vessel wall, and the plunger being pushed in, may have added to the reverse pressure to possibly cause the foot to break (noise) and the device to release from the tissue and come out of the anatomy. The blood spurt indicates that the device moved from its original position. This also explains why the device was returned with the plunger partially deployed. Had the device remained inside the vessel, likely tissue damage would occur and/or the plunger would have been removed and the foot closed in order to remove the device per instructions for use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- device code 2017 failure to follow steps / instructions.

Event description:
Subsequent to the initially filed report, the following information was received: the device was removed from the anatomy with the deployed foot and the plunger fully depressed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional thrombectomy procedure with an 8f sheath. Reportedly during step 3, when traction was applied, an unknown rupture sound occurred and blood spurted out. The device was then withdrawn, and it seems that knot had unraveled, so the device was discontinued. Manual compression was applied to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided. A separated posterior foot was found during evaluation of the returned device. The location of the detached foot is unknown.